Event description:
It was reported that a user facility has had multiple cases of toxic anterior segment syndrome since (B)(6) 2013. The exact number of pts has not been reported. The tass cases discovered at the pts' post-op visits on examination and steroids were prescribed to each with no complications. The tass has cleared up. No cultures were taken. The lenses remain implanted. The user facility has indicated that they have not identified a cause, but they are re-sterilizing the instruments and handling the instruments more carefully to avoid future contamination.

Manufacturer narrative:
The lenses remain implanted therefore are not available to be returned for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.